Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue occurred when the customer pressed the print button. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.